Event description:
In revising a omniflex mha stem the stem was removed, but the "bullit tip" remained in femur. This extractor was used to remove the "bullit tip", but was broken during this procedure.

Manufacturer narrative:
The investigation is in process. No additional info is available at this time.